Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage on the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. There were additional observations that were related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed and as a result, there was thermal damage to the yaw pulley. The electrical continuity test was performed and failed. The root cause was attributed to a component failure. The instrument was found to have a frayed grip cable at the distal end. The root cause of the frayed grip cable was also attributed to a component failure. A review of the site¿s instrument logs has been performed. Per the logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 during a procedure with system (B)(4). The fenestrated bipolar forceps instrument had 2 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: it was alleged that during central processing, the customer noticed "burn marks" on the fenestrated bipolar forceps instrument tip area. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley, and the conductor wire's insulation was damaged with the internal wires exposed. Although there was no allegation of arcing observed during a procedure, the initial reported complaint and subsequent failure analysis findings could be related to the potential for electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer discovered that the fenestrated bipolar forceps instrument had a frayed wire. Additionally, the customer observed burn marks at the fenestrated bipolar forceps instrument tip on the plastic area. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.